Event description:
Te customer contact reported device breakage; subsequently, a leak of blood was noted. The primary blood tubing set was being used to deliver an unspecified volume of packed red blood cells (prbcs) and normal saline, at an unspecified rate, via a plum pump. It was reported that 4 hours after the delivery was started, the prbcs was complete; however, an unspecified volume of prbcs remained in the tubing set. At this time, the nurse delivered an unspecified volume of normal saline solution and squeezed the drip chamber of the tubing set. The customer contact indicated that the drip chamber split and an unspecified volume of saline and prbcs leaked. The customer contact reported that the tubing set was not replaced since the prbc's delivery was complete. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation not complete. This report represents all the info known by the reporter upon query by hospira personnel.